Manufacturer narrative:
MDR decision date: 03/21/2013.(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states the left gear on the stroller handle is missing a spring and the push buttons are popped out on both the right and left gears.